Event description:
Vincristine came from pharmacy attached to bifuse tubing. Tubing connected to patient and began pushing vincristine syringe and vincristine sprayed out of split in tubing. Vincristine not directly on patient or nurse skin. Patient sweater removed. This was an error that reached the patient and required monitoring or intervention to confirm that it resulted in no harm to the patient. Product is currently in pharmacy for discarding of chemo in bag/tubing. Product identifiers include: ICU medical, b1145, 6 inch, 13 cm, approximately 0.49 ml, small bifuse extension set with check valve. 3 clamps rotating leur.